Event description:
Caller reported a cgm error during the use of their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, which the caller successfully performed, allowing them to start their sensor session without further issues.